Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site revealed that the patient experienced bilateral rectus sheath hematomas and received transfused packed red blood cells (prbc's) and plasma. The patient had high hemoglobin and inr was subtherapeutic. The patient was treated with heparin drip. Additional information received from the site indicated that the patient experienced shortness of breath, cough and fever. The patient was tested positive for rothia mucilaginosa bacteremia. The source of infection was unclear and was treated with antibiotics. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, bleeding and infection are known potential complications associated with the implantation of an vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of bleeding and infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the thera peutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. A supplemental report is being submitted for correction and device evaluation correction: b5. Desc evt problem: event description was updated. H6. Patient codes (ime/annex e):e060109, e060110, e060102, e1104 imf (annex f ) health imp[act: f2203 product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient presented with shortness of breath, cough, and fever and was found to have acute liver injury which resolved without any necessary therapy. During admission, the patient developed clostridium difficile, experienced bilateral rectus sheath hematomas requiring blood and plasma transfusions, and tested positive for rothia mucilaginosa bacteremia. The patient also developed sustained ventricular tachycardia and ventricular fibrillation. During an echocardiograph, it was noted that the patient had a mild mitral regurgitation with no stenosis. The patient was treated with a heparin drip, antibiotics, and antiarrhythmics. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, hepatic dysfunction, bleeding, infection, and cardiac arrhythmia are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of bleeding and infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pha rmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presented with acute liver injury which resolved without any necessary therapy. It was also reported that during admission the patient developed clostridium difficile (c.diff) and treatment was started. The patient also developed sustained ventricular tachycardia (vt) and ventricular fibrillation (vf) in which antiarrhythmics were given. During echocardiograph it was noted that the patient had a mild mitral regurgitation with no stenosis.

Event description:
It was further reported that the patient presented with shortness of breath, cough, and fever. Cultures tested positive for rothia m ucilaginosa bacteremia. The source of the infection was unclear, and the patient was treated with antibiotics.

Manufacturer narrative:
A supplemental report is being submitted for correction. Correction b5: event description was updated to capture additional patient signs/symptoms and complications associated with the event. Correction b6: laboratory data was updated to include the results of the diagnostic test. Correction h6: patient ime code(s) and imf code were added for the associated patient signs/symptoms and diagnostic testing. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bilateral rectus sheath hematomas and was transfused packed red blood cells (prbc) and plasma. It was noted that the patient¿s hemoglobin (hgb) level was 6.9 and the international normalized ratio (inr) was subtherapeutic. The patient was placed on a heparin drip. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.